Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that 3 port needles had leaked from the y-site. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascxs0256 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (ascxs0256) have been reported from the same facility.

Event description:
It was reported that 3 port needles had leaked from the y-site. This report addresses the second device.